Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd posiflush¿ xs pre-filled flush syringe, has experienced precipitation in the peripherally inserted central catheter (PICC line); subsequently the line was replaced. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during the use of the bd posiflush¿ xs pre-filled flush syringe, has experienced precipitation in the peripherally inserted central catheter (PICC line); subsequently the line was replaced. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot number: 7262840 for product code: 306572 was provided for evaluation by our quality engineer team. A device history record review did not reveal any issues during the production of lot number: 7262840 that could have contributed to the reported incident. All related tests and inspections during the production process were within specification. Samples were not available for return for this incident and retained samples of the same lot number were not available within the manufacturing facility. Investigation conclusion: there is no evidence that the posiflush syringe was responsible for this complaint. We will continue to trend for future reporting. The non-conformances were reviewed for this batch; there were no non-conformances associated with this defect. There is no evidence that the posi flush syringe was responsible for this complaint. We will continue to trend for future reporting. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: outcomes attributed to adverse event: event attributed to: other. Device single use?: no. Device evaluated by MFR: device returned to manufacture: no.